Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("fractured implant"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage under essure use / pregnancy (stillbirth or miscarriage),") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo an essure confirmation test.". The patient's past medical history included gravida I. Concurrent conditions included back pain and joint pain. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("vaginal bleeding/ /abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia /abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), headache ("headaches"), menstrual disorder ("menstruation issues"), migraine ("migraines"), depression ("depression") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (procedure to remove the essure device,hysterectomy). Essure was removed in 2014. At the time of the report, the device dislocation, device breakage, abortion spontaneous, pregnancy with contraceptive device, headache, menstrual disorder, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, depression and anxiety outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, cystitis, depression, device breakage, device dislocation, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided- migraines, depression ,mental anguish. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("fractured implant"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage under essure use / pregnancy (stillbirth or miscarriage),") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo an essure confirmation test.". The patient's concurrent conditions included back pain and joint pain. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), headache ("headaches") and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (procedure to remove the essure device, hyterectomy) and surgery (procedure to remove the essure device,hyterectomy). Essure was removed in 2014. At the time of the report, the device dislocation, device breakage, abortion spontaneous, pregnancy with contraceptive device, headache, menstrual disorder, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, cystitis, device breakage, device dislocation, headache, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Events ¿vaginal bleeding, menorrhagia, infection nos replaced with (bladder infection, urinary tract infection, vaginal infection) and patient did not undergo an essure confirmation test¿ added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("fractured implant"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage under essure use") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), headache ("headaches"), infection ("infections"), menstrual disorder ("menstruation issues") and pelvic pain ("severe pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (procedure to remove the essure device) and surgery (procedure to remove the essure device). Essure was removed. At the time of the report, the device dislocation, device breakage, abortion spontaneous, pregnancy with contraceptive device, headache, infection, menstrual disorder and pelvic pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, device dislocation, headache, infection, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: after internal review, it was noted that product problem was not selected. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.